Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) was triggered due to non-sustained tachycardia episodes and sensing integrity counter (sic) events. T-wave oversensing (twos) was also noted. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.